Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to review results for the issue described. No errors were noted and no instrument problem was identified. No sample or product was returned to immucor for additional investigation. Since sample resulted as expected when repeated with same lots/vial of reagents and no instrument errors occurred during the time of testing, a sample related issue cannot be ruled out. The immucor internal record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported receiving an unexpected negative result for an antibody screen test performed on an echo v2.0 instrument.